Manufacturer narrative:
The device was returned to zoll medical corporation and after extensive testing, the reported malfunction was unable to be duplicated. Review of the device history logs did not provide evidence of the customer's report. An ECG signal was captured throughout the case and we can see the ECG view being changed via the front panel button, however, ECG is present. This investigation has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient in cardiac arrest, the device discharged successfully one time to the patient then lost ECG signal. Complainant indicated that the patient subsequently expired.